Event description:
A review of service data detected a reportable event. During servicing, battery sn (B)(4) was found to have a broken yellow wire. The last pt to use this battery did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The root cause of the broken yellow wire has not been determined but may have been caused by a severe impact from dropping the pack. The last pt to use this battery did not report any deficiencies. No adverse event resulted from the defective battery pack.